Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not inspected by olympus; but troubleshooting was performed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, the manufacturing and quality control review was performed for the last 24 months of production without showing any non-conformities or deviations regarding the described issue. According to the information provided by the customer, who assumes that the cable is 3 years old or older, it can be assumed the cable was used for longer than the specified 12 months. Based on the results of the investigation, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned, however, during troubleshoot via telephone with the olympus technical support engineer the customer was able to conclude the likely cause of the reported issue. The (a0393) cords that is being utilized do in fact have a life cycle of one year, which the customer was not aware of. Per the fire safety coordinator, the (a0393) cords at the user facility were suspected to be at least 3 to 4 years old, if not older. The a0393 cords have since been removed from inventory and have received all brand-new cords from olympus. Additionally, the customer will be cycling them out prior to the one year life cycle. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the fire safety coordinator at the user facility that the high-frequency monopolar cable caught on fire during a transurethral resection of a bladder tumor procedure. The procedure was completed using without further issue with a similar device. Per the customer, the lot number of the suspect is unknown. No delay to the procedure and no death, injury or harm to the patient or any staff was reported to olympus.